Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the micro usb connector detached from the usb cable. A new usb cable was connected to the usb port; however, the pump had difficulty recognizing the usb cable. The pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Customer's blood glucose level 160 mg/dl. The customer continued using the pump for insulin therapy and a replacement usb cable was sent to the customer.